Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, during the infusion process, it was found that the infusion connector leaked, and the intravenous infusion was continued with a new infusion connector. No adverse reactions occurred.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: on august 1, 2022, during the infusion process, it was found that the infusion connector leaked, and the intravenous infusion was continued with a new infusion connector. No adverse reactions occurred.